Event description:
On (B)(6) 2025, two days after the pod was inserted on the patient's leg, the patient developed pain at the insertion site. The area became significantly inflamed, presenting as a large, red, hot, swollen, and firm region. Due to the severity of symptoms, medical evaluation was sought at pediatrics and adolescent medicine. The child was diagnosed with an infection and treated with amoxicillin/clavulanate (400 mg) and a topical gel/cream (polysept salbe). At the follow-up visit, the bandage was removed; although the area appeared slightly darker, the physician confirmed it was normal response to treatment and that the medication was effective. Another pod was successfully placed afterward. Length of visit was one hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.